Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental.

Event description:
It was reported that a spaceoar vue and fiducial markers were implanted on april 01, 2025. A follow-up conversation with the radiation oncologist revealed a potential issue. The patient's prostate capsule showed signs of clear gel, suggesting possible uptake into the venous plexus. The patient reported minor discomfort and pain.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental. Block h11: block b5, b6 (patient and impact codes) were updated based on additional information.

Event description:
It was reported that a spaceoar vue and fiducial markers were implanted on (B)(6) 2025. A follow-up conversation with the radiation oncologist revealed a potential issue. The patient's prostate capsule showed signs of clear gel, suggesting possible uptake into the venous plexus. The patient reported minor discomfort and pain. Additional information. It was reported that when the patient woke up, he had difficulty urinating and needed a catheter for 10 days. The patient was reported to be better and motivated for treatment. The images suggested that the gel was periprostatic and also got the genitourinary (gu) diaphragm and partially migrated down the penile bulb. There was also some concern that the gel may be under the rectal wall.